Manufacturer narrative:
Additional information received; it was confirmed that the cause of the increase in diameter of the aneurysm was considered to be due to the accumulation of the seroma inside and around the aneurysm. An indirect cause may also have been a type IV endoleak which was considered to be present in the patient. It was unknown what the severity of this type IV endoleak was. On explant of the device it was confirmed that a few cm's of the proximal edge of the main body was left in the patient. No further measures were performed after the explant. It was confirmed that an endoleak was not noted prior to open conversion of the patient. It is unable to be confirmed by the site which devices were explanted in this patient. The initial implant date was confirmed. Other relevant devices are: etlw1620c93ej; s/n: (B)(4); use by date: (B)(4) 2016; upn; (B)(4), mfg date: 27-mar-2014; etlw1620c124ej; s/n: (B)(4); use by date: (B)(4) 2015; upn; (B)(4) , mfg date; 08-oct-2013; etew2020c82ej; s/n; (B)(4); use by date; (B)(4) 2015; upn; (B)(4), mfg date; 20-may-2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the devices were returned with the bifurcate transected at the flow divider; just below ring #5. The aortic body and suprarenal stents were not returned; thereby limiting the extent of the analysis. The bifurcate ipsi limb had been extended with two (2) endurant limbs. The contralateral limb was returned detached from the gate and had been extended with a single endurant limb. The amount of contra limb/gate overlap could not be determined; however, the limb extensions on both the ipsi and contra side were found to have generous overlap. Other than several burn holes and associated suture cuts found on three (3) of the components which most likely occurred during explant of the devices, no stent graft integrity issues were observed. From the examination of the devices and limited clinical information provided, the exact cause of the aaa increase could not be determined. Analysis of the returned devices did not reveal any stent graft anomalies that could explain the reported event. Pre-implant and post-implant films were not provided; therefore, a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration during the implant duration could not be performed. The physician reported there was an accumulation of seroma which had infiltrated the aaa sac. It is possible that the cause of the increasing aaa size may have been due to endotension. Accumulation of serous fluid or a gelatinous material within the aneurysm sac has been previously described in various publications for stent grafts explanted due to endotension. It is possible that a type IV endoleak which was thought to have been present in the patient may have also contributed to the aaa size increase. The cause of the possible type IV endoleak could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that after the index procedure, seroma infiltrated and accumulated outside the stent graft and the aneurysm diameter increased. The stent graft was removed, and a blood vessel prosthesis implanted by laparotomy. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.